Event description:
Home infusion nurse advised pt's pump (serial (B)(6); expiration date: not provided) is giving error message of getting "air in line". Pump was just recently sent. Pt is now using "old coram pump". She walked through steps on way he tried to clear the error and could not get the pump working. Pharmacy sending replacement pump. No adverse event(s) reported due to product issue. No missed dose reported. Pharmacy sent material for return of pump associated with event. Pending return by pt as to items availability if manufacturer should request it. Unknown if md aware. No further information provided. Reported to (B)(6) by health professional.